Manufacturer narrative:
The customer did not request service. The system was manufactured on november 23, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The customer did not retain the cassette pak finished goods lot number; the device history record (DHR) and the lot number history could not be reviewed. No cassette sample has been returned for analysis to determine a potential failure mode for this report. Visual and functional testing was unable to be performed for this investigation. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was an issue with the infusion. Additional information was received reporting the eye collapsed with infusion during aspiration. A system advisory displayed. The patient experienced a choroidal hemorrhage. Additional information was received from the customer reporting the system advisory said something about the infusion was unable to keep up with aspiration. The infusion was set at normal iop (25), and when removed from the eye, it was flowing. It was not kinked or clamped. The customer indicated after speaking with a company representative, it was thought that the infusion was clogged by vitreous.